Event description:
While using the ligasure implant devices coagulation device in room, the device failed to adequately seal and cut vessels and tissues as intended. Device removed from the surgical field and another device opened. This was the "2nd" ligasure impact device used, opened, and failed to adequately seal and cut vessels and tissues as intended.